Event description:
Flows dropped from approximately 4 l/min to 0 l/min. Beat rate dropped from approximately 50 bpm to 10-14 bpm. Bladders remained full. Support was switched over to the hand pump. Bladders started to collapse. Pt died.